Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 440 mg/dl. The customer mentioned that they had an x-ray done with the insulin pump attached to them. The customer was treated for the high blood glucose with a manual injection. The customer stated that they had a no delivery alarm from their insulin pump, but the issue was resolved with a set change. The customer was informed that a new battery cap will be shipped to them out of courtesy.